Event description:
It was reported that during a left internal carotid artery stenting procedure, the patient developed bradycardia and a temporary pacemaker was placed and removed after the stent was placed. Post-procedure, the patient became bradycardic and was treated with dopamine. Two days post-procedure, the patient remained bradycardic, a holter monitor was ordered and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of bradycardia is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.